Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument¿s tip was broken. No fragments fell inside the patient. The customer used a backup instrument. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the curved blade broken at the midpoint. A piece measuring approximately 0.296 in. X 0.084 in. Was found to be broken off. The broken piece was returned hanging from the instrument tips and broke off fully during inspection. Components adjacent to this broken blade did not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). D4. Lot number: l81230921 0067.

Event description:
Refer to h11 for follow-up information.